Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump would not charge and became nonfunctional despite troubleshooting steps including trying different outlets, reseating the cable, testing the charging pad with a phone, confirming pump orientation, and repositioning on the charger. No symptoms associated with interruption of insulin delivery due to a depleted pump battery reported. Outcomes included the need for guidance on interim insulin management, and the user was advised to contact a healthcare provider for instructions. Customer care provided support that included remote troubleshooting and verification of charger functionality using an external device. Investigation of this case revealed a suspected charging system malfunction consistent with a charger or power supply failure, resulting in loss of device power. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure within the charging system.